Event description:
The reporter called and alleged discrepant results on the device when compared to a lab during a study. A total of 43 data points were obtained and 11 fell out of the acceptable criteria. The 11 results are: see scanned table. The device was replaced and requested to be returned for evaluation.